Event description:
It was reported to boston scientific corporation that during a hta procedure using the hydrothermablator procedure set, there was fluid loss. The procedure started well and a good seal appeared to have been established. Two tenaculums, and two long alices were in place; tenaculum stabilizer was not used. Approximately half-way through the procedure (5 minutes 15 seconds), the device alarmed; the physician noticed fluid coming out of the cervix. The fluid loss was at approximately 10 cc loss alarm at 40 cc per minute. The physician applied saline to the area to cool down the patient. The manufacturer representative present in the case recommended the procedure be stopped. A small 1st degree burn or less, approximately the size of a pencil eraser, was observed on the cervix. Silvadene cream was applied. Patient condition is reported as "fine".

Manufacturer narrative:
The lot number of the device used is unknown, consequently the device manufacturing and expiration dates are unknown. Information was completed by the manufacturer based on information obtained from the user facility. The suspect device has been disposed. A device evaluation will not be performed; therefore, the cause of the reported event is undetermined.